Manufacturer narrative:
This report is being sent as follow-up # 2 to update section b2, to provide additional information to section b5, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1. Investigation of the actual sample: 1.1. Actual sample upon receipt · fractured piece of sheath only 1.2. Visual inspection · the fractured piece was approximately 80mm. · it had been bifurcated and elongated. · there were traces of forceps on a part of it. · no anomaly such as an abrasion was found in the vicinity of fractured section. 2. Simulation test: [simulation test 1] <simulation test method> after scratching the sheath with a suture needle, pulling force was applied from the hub side. <simulation test result> the fractured section was bifurcated and elongated. No elongation was found except in the vicinity of fractured section. [Simulation test 2] <simulation test method> pulling force was applied from the hub side without scratching the sheath. <simulation test result> the entire sheath was elongated and fractured. 3. History investigation of the product with the involved product code/lot number: since the lot number was unknown, investigation could not be performed. 4. Cause of occurrence/conclusion: it was inferred that the sheath was scratched by some sharp object, and pulling force was applied in the removal direction starting from the scratch, resulting in fracture. However, since the details of procedure were unknown, the cause of occurrence could not be determined. Relevant IFU reference: "[warnings/precautions] <precautions> do not scratch the sheath with needle point, cutting tool, or other edged tools. <coutions> when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Additional information was received: the fractured piece of the sheath waas retrieved through medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections d1 and d2.

Event description:
The user facility reported that the radifocus introducer was used to puncture into the femoral vein during the ablation procedure. The involved sheath was removed from the patient's body, and the procedure itself was successfully completed. Therefore, the involved product was discarded. In the early hours of last week, this patient's abdominal computerized tomography (CT) was taken at another hospital and found that the punctured part of sheath (approximately 10cm) remained in the blood vessel at the punctured section. No harm to the patient was reported at this time. It was undecided whether to perform surgical procedures in the future. A part of product remained in the patient's body. The procedure outcome was not reported. The patient was cured.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number . D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k062858, k082644. The actual sample was discarded by the involved facility. Since no actual sample was returned, detailed investigation could not be performed. Simulation test: sharp objects (e.g., scalpel, suture needle) may come into contact with the sheath during operations such as incising the skin or fixing the sheath. Therefore, assuming that the event occurred when the sheath was scratched, following simulation test was performed. A "sample with scratches" and a "sample without scratches" (sample size was approximately 40mm) were prepared, and pulling force was applied while both ends were held. Then, the maximum load at that time was measured for each sample. It was confirmed that the "sample with scratches" was fractured at approximately 10mm without elongating the entire sheath. On the other hand, since the entire sheath of "sample without scratches" was elongated, it was not fractured in this test. In addition, from the result of maximum load measurement, it was confirmed that the "sample with scratches" had reduced resistance to pulling force. Since the lot number was unknown, it was not possible to investigate the manufacturing record and the product inspection record. The complaint file was investigated for the past three years. No quality information attributed to the manufacturing process was found. Based on the investigation result, it was inferred that the actual sheath tube was scratched by contact with some sharp object (e.g., scalpel, suture needle). As a result, the durability reduced, and pulling force was applied at the time of removal, resulting in fracture starting from the scratch. However, since the actual product could not be investigated, the cause of this case could not be clarified. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).